Event description:
Healthcare professional (hcp) reported a patient was injected with 0.6ml of juvéderm® volift¿ with lidocaine in the lips. Approximately one week later, patient "noticed a normal lump on the left lower lip" and hcp noted "it looked like mild inflammation after normal treatment." A few days later, patient sends hcp a video in which the swelling of the lip is evident and a white area like an abscess can be seen. Patient refers to ¿a white spot like a pimple.¿ also reported a lot of pain that prevented from sleeping the night before. Upon seeing the patient for consultation, hcp confirmed the suspicion of an abscess. Hcp injected anesthesia to somewhat reduce the pain with the manipulation, put urbason im, and proceeded to drain the abscess without complications and tolerable by the patient. Treatment included amoxicillin/clavulanic acid and prednisone regimen. Later that day, hcp contacted the patient to check progress, and patient reported improvement in inflammation and symptoms. The next morning, patient reported improvement in the lower lip abscess on the left side, but the appearance of a new one on the upper right side. Hcp scheduled patient for evaluation and possible drainage. Treatment included antibiotic and corticosteroid regimen. Symptoms ongoing/unresolved.

Manufacturer narrative:
Clarification to h.6: type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.